Event description:
It was reported that approximately five months post-implant of a suprarenal aortic extension, an infrarenal aortic extension, and a bifurcated device, a proximal type I endoleak was identified on a computed tomography scan. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, operative notes, computed tomographic reports and computed tomographic scans were provided by the hospital, and reviewed by clinical representative. Based on review of medical records it indicates that the patient had "tortuosity of the neck and angulation of the neck" due to patient's anatomy the physician may not have been able to obtain adequate seal. The patient was noted to have a faint leak noted in the proximal area at the conclusion of the initial procedure. The patient's anatomy (tortuosity and neck angle of the aorta) may have contributed to the type I endoleak. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.